Manufacturer narrative:
On 5/31/2016, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: grade iii capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction revision with two mentor 325cc memorygel breast implants and suffered bilateral grade iii capsular contracture with right rupture postoperatively. As a result, the patient had the devices removed and replaced with 275cc mentor memorygel breast implants on (B)(6) 2019. This report is for the patient¿s left-sided device.